Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recurring replace backup battery alarms. The previous alarms were cleared after the backup battery was reseated on (B)(6) 2024. The patient's controller was ultimately exchanged due to a vertical line on the controller's screen and wear and tear. The patient's log files were sent in for review. After review of the log files, it was found that backup battery fault events occurred after the system controller attempted a load test. The alarms resolved with the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm and display issue was confirmed with the returned system controller (serial # (B)(6)). The log files were retrieved from the returned device and data on the reported event date of 24sep2024 to 03oct2024 was reviewed. The controller event log file captured backup battery fault alarm events that initially became active on 24sep2024 at 7:43:37. The battery cable connector was reseated on 24sep2024 at 9:41:35 and the alarm cleared. The alarm recured on 02oct2024 at 0:59:26 and remained thereafter. The alarms did not affect the controller¿s ability to operate the pump at the set speed and activated due to the backup battery not passing load test. At the time of this alarm¿s activation, the loaded voltage was measured not within the acceptable threshold compared to the unloaded voltage. The driveline was physically disconnected on 02oct2024 at 12:34:51 and the device was put into sleep mode shortly after. The sequences of events appear consistent with the reported system controller exchange. The returned backup battery (serial # (B)(6)) was discharged then fully charged within the returned system controller. A backup battery fault alarm was unable to be reproduced during the evaluation. During the evaluation, the self-test function was activated, and the front user interface display has one line of inactive pixels. The evaluation determined the inactivate pixels issue is related to the internal display module; however, further evaluation of the display module could not be performed, and a root cause could not be determined during the evaluation. A root cause for the reported backup battery fault alarm issue cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarm. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm: ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.